Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. The insulin pump was received with normal operating currents. No unexpected low battery or off no power alarm was noted. The insulin pump was received with a cracked case at the display window corner, broken reservoir tube lip, cracked battery tube threads and minor scratched on the liquid crystal display window. (B)(4).

Event description:
The customer reported via telephone call that she was hospitalized due to diabetic ketoacidosis. The insulin pump had alerted her that the blood glucose was low and suspended. The blood glucose rose over 600 mg/dl that afternoon. She experienced leg cramps, shortness of breath, nausea and vomiting. She took off the insulin pump at the time that it shut off earlier in the day. She was treated with an insulin drip. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.